Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a non-functioning gastric stimulator. It was noted that the patient underwent surgery to replace her gastric stimulator battery on (B)(6) 2014. It was noted that the device was replaced and was functioning. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had an office visit on 2014-(B)(6). It was noted that it was noticed that they were not able to get a reading for the implantable neurostimulator (ins). It was noted that the patient reported nausea, vomiting, and 3 pounds of weight loss. Additional information received reported that the battery depletion was expected due to high settings placed by the physician. It was noted that no abnormal battery depletions were observed.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2003, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2003, product type lead. (B)(4).